Event description:
It is reported the pad fractured.

Manufacturer narrative:
Evaluation: as returned, a fracture that propagated across the main body has left the impactor in 3 pieces. The surfaces of the impactor pad indicate that it has been used a number of times over the lifetime of the product. A lot number was not provided with the impactor pad; therefore, a potential field age cannot be determined. Impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor head should be replaced when the part is no longer functioning. The cause of failure appears to be normal wear and tear.